Event description:
It was reported that during a laparoscopic gastric bypass procedure, with a duodenal switch, the device delivered an incomplete staple line. The procedure was completed with sutures. There was no reported consequence to the pt.